Event description:
Customer reportedly obtained a result of 4.0 inr on the coaguchek xs system and 3.0 inr on a comparison lab. No treatment information provided. No adverse event reported. Requested return of the suspect system and replacement was sent.